Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device. The low glucose alarms did not sound, so the customer was not alerted to changes in glucose level. As a result, the customer experienced dizziness, spilly, sweating, and loss of consciousness. The customer was eating rapidly because the value was 3 mmol/l from an unspecified device. The customer contacted a healthcare professional. It was noted that the hcp obtained a blood glucose reading of 1.4 mmol/l and "7" and administered glucose infusion for hypoglycemia diagnosis. There was no report of death or permanent impairment associated with this event.